Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. The grasping section was not broken. The movement of the handle and jaw was normal. In addition, the probe had completely broken off. The broken piece about 17 millimeters (mm) was not returned to olympus. The remaining portion of the probe measured about 2mm in length. Based on a visual inspection, there was some tissue build up on the distal end. The teflon pad was worn at the tip but not missing and no metal was exposed. Also, the probe¿s surface starting point of the ripple was at the jaw side with jagged edges. The connector side had one electrical contact pin being pressed down, slightly misaligned, but not affecting the switch output activation. The wiper movement and its gold insulation were normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The shaft was straight. Both switches were working, and output activation tone was normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of a customer, during a therapeutic hysterectomy the generator alarmed, and the physician removed the hand piece. The titanium grasper of the thunderbeat was adjusted and it fell off with little resistance. The grasper fell off outside of the patient¿s body cavity. The procedure was completed with no delays using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the broken probe cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing the error. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. To prevent malfunction or damage, be careful not to apply excessive force to the transducer connecting sections during assembly. If the connection is difficult, it is probable that a part is crushed, bent, or deformed. Check the thunderbeat instrument sufficiently and do not use it if an irregularity is observed. Olympus will continue to monitor the performance of this device.